Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat bifurcation lesions. The nc trek 3 x 12 mm balloon dilatation catheter was advanced without issue or resistance. Prior to inflation, it was observed that the hypotube of the first 3 x 12 nc trek was separated. Another same size nc trek was advanced but was almost separated. Both devices were removed successfully as they were simply withdrawn. The same size balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device and the reported proximal shaft separation and kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the IFU, cdc, nc trek rx, global, instructions for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case the violation of the instructions for use did contribute to the reported proximal shaft separation as the kink was noted prior to the inflation of the device. The investigation determined the reported/noted hypotube separation and multiple hypotube bends appear to be related to circumstances of the procedure. Additional manipulation of the device resulted in the shaft separation. There is no indication of a product quality issue; therefore, no product related corrective action is required.

Event description:
Subsequent to the previously filed medwatch report, follow-up confirmed the two nc trek balloon dilatation catheters were being used to perform a kissing balloon inflation technique. Prior to inflation of the first device, the shaft was observed to be kinked and after the balloon was inflated, the hypotube separated. Both devices separated in the guiding catheter so they were removed as a single unit with no resistance reported. No additional information was provided.